Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that around 2000, the patient's pump "was not put in great" and the catheter and pump would stick up to a point where they met. The patient could not lay on her right side and also could not lay on her back because it would be painful. It was stated the patient had to use a walker and could not walk on her own because she had scoliosis, which she believed was caused or related to the pump. However it was also stated the patient's spine was "starting to go" in the 1980's and that the scoliosis was noticeable then. The drug in the pump was unknown, but it was noted that it was "a lot higher". No further issues were reported or anticipated.